Manufacturer narrative:
The investigation was started but has not been concluded yet. The investigation result will be reported in the follow up report.

Event description:
It was reported that neither the ics nor delta xl monitor alarmed for a cardiac event. The patient reportedly expired.

Manufacturer narrative:
Log files of the associated infinity central station were provided together with the initial information about the complaint. Alarm settings, ECG monitoring settings and log files from the delta xl bedside monitor, information about which alarms were expected, and trend data from the patient were requested for the investigation, but not available as the user did not provided any information exceeding the initial report. As the name of the bedside, which gets configured by the hospital, was not provided, it is not possible to determine which log entries of the central station correlate with the patient in this case. Analysis of the ics logs at the reported time of event did show that alarms were sent from a bedside to the central station and that the user was present and interacted with the central station by pressing the ¿audio pause¿ button to silence audible alarms for two different bedsides. The delta xl displays a banner to alert the user in case all alarms are paused after pressing ¿alarm pause¿ or ECG alarms are configured off. As insufficient information was provided for the investigation, no root cause could be determined. No evidence was provided to support the claim that the device did not alarm as specified.

Event description:
Please see initial report.